Event description:
It was reported that the right ventricular (rv) lead exhibited high impedances and an apparent fracture. It was suspected that there was an issue with the lead tip. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 5076 lead implanted: (B)(6) 2010. (B)(4).

Manufacturer narrative:
Product event summary: a distal portion of the lead was returned and analyzed. The outer insulation of the lead was extrinsically breached due to pulling/stretching/overstress, developed a cosmetic depression while in vivo, and was observed to have blood ingression. The distal lv (low voltage) electrode of the lead was covered in blood and body tissue/fibrotic growth, and the helix of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual summary analysis of the lead indicated stretching and apparent explant damage.